Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7.

Event description:
It was reported that this patient with a 25mm 6900p mitral pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 11 years, 11 months due to moderate to severe aortic regurgitation. The tavr was performed with a 26mm 9600tfx transcatheter valve. Post valve deployment, tte demonstrated trace aortic insufficiency. The patient tolerated the procedure well and was transferred to the care unit in stable condition. The patient was discharged home on pod #3 in good and improved condition.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the aortic position. Per the instructions for use (IFU), ¿the carpentier-edwards perimount plus pericardial bioprosthesis model 6900p mitral is indicated for patients who require replacement of their native or prosthetic mitral valve.¿ edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 6900p mitral pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 11 years, 11 months due to aortic regurgitation. The tavr was performed with a 26mm 9600tfx transcatheter valve.